Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed in sensor drive verification. In conclusion, the device's flow sensor was replaced to address the issue. Additionally, the device failed the functional test for the fio2 sensor receptacle verification: de-energized: outlet pressure, so the solenoid valve was replaced to address this issue. The system board was replaced due to e: 0211 evt_mon_press_railed_low. The root cause is confirmed at this time. The particulate filter and air inlet foam filter were replaced due to service. The device passed all final testing. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.